Manufacturer narrative:
H3 other; h6 codes b20, c20, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. Additionally, no items were returned for evaluation (device, clinical images). As a result, further investigation could not be performed and the investigation is complete. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Further details were requested from the corresponding author like lot- / serial no., implant dates, event dates, patient ID and weight, but no information was received.

Manufacturer narrative:
B3: as this literature article did not provide a date range and the author did not provide further information, the published online date november 12, 2024, was used for the event date. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b20, c21: the corresponding author of the literature article was contacted for further information, but no information was provided yet. In the instructions for use (IFU) for the gore® viabahn® endoprosthesis propaten bioactive surface the following is mentioned: indications for use the gore® viabahn® endoprosthesis with propaten bioactive surface is indicated for the treatment of: de novo or restenotic lesions in the iliac arteries, de novo or restenotic lesions in the superficial femoral artery and proximal popliteal artery, in-stent restenotic lesions in the superficial femoral artery and proximal popliteal artery, stenosis or thrombotic occlusion at the venous anastomosis of synthetic arteriovenous (av) access grafts and in the venous outflow of dialysis access circuits, including the central veins, popliteal artery aneurysms and isolated visceral artery aneurysms, traumatic or iatrogenic vessel injuries in arteries that are located in the chest cavity, abdominal cavity, or pelvis (except for aorta, coronary, innominate, carotid, vertebral, and pulmonary arteries). Further the IFU mentions: adverse events: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: spath p, campana f, gallitto e, et al. "Primary intra-operative embolisation during urgent parallel graft endovascular repair in paravisceral symptomatic aortic pseudoaneurysm", ejves vasc forum. 2025;63:1-10. Doi:10.1016/j.ejvsvf.2024.11.001. This is a single center observational retrospective study of patients, with symptomatic aortic pseudoaneurysms including hemorrhagic shock or signs of rupture, instability or recurrent symptoms like back/abdominal pain and gastrointestinal disturbances, who underwent primary intra-operative embolization of aortic complicated pseudoaneurysms and gutter channels, during parallel graft repair of perivisceral symptomatic aortic pseudoaneurysms between april 2017 and june 2021. Inclusion criteria comprised aortic pseudoaneurysm with a proximal healthy sealing zone above involving one or more target visceral vessels (tvv) including the celiac artery (ca), superior mesenteric artery (sma), right renal artery (rra), and left renal artery (lra). Both the proximal and distal sealing zones used for excluding the aortic lesion fell between society for vascular surgery zones 4-9. The study included six patients, where patients #1, 3 and 5 had no adverse outcomes. Patient 2 is a 79-year-old female who had evolution of penetrating aortic ulcer (pau) with symptomatic pseudoaneurysm. She had history of hypertension, former smoker, and bilateral carotid stenosis. She had a delayed procedure with refractory back pain in (B)(6) 2017. The patient had chimney graft technique that included a gore® viabahn® endoprosthesis with propaten bioactive surface [7x150] in the ca. During follow up, the patient experienced ca occlusion at 21 months, but no further interventions were performed due to the absence of symptoms and adequate collateralization.

Manufacturer narrative:
H3 other; h6 codes b20, c20, d15: no items were returned for evaluation (device, clinical images). As a result, further investigation could not be performed and the investigation is complete. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.